Event description:
The customer reported that his blood glucose (bg) reached 424 mg/dl and he had small ketones. He also reported that the pod alarmed 2 hours after the 424 bg reading was taken. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.